Event description:
Following a pre-placement angiogram, an angio-seal device was deployed in the pt's left groin. Pt presented the next day with severe groin pain. An ultrasound was performed revealing a partial occlusion, due to an inflammatory reaction. The ultrasound revealed that the angio-seal device was deployed properly. The pt was taken to surgery for removal of the angio-seal device.